Event description:
It was reported that during set up of the infusion, the display did not display/recognize secondary pump. There was no patient involvement.

Manufacturer narrative:
The reported event involving a pump module¿s issue of not reading as secondary pump could not be confirmed but previous investigations have shown that damaged ribs on iui have caused connection issues. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn 14912198 which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.